Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
During a breast biopsy, the device sounded different, not firing correctly (not fully closing), and did not retrieve samples; therefore, a second achieve was opened and used to successfully finish the biopsy. No reported patient injury.